Event description:
It was reported that the procedure was to treat a lesion located in the mid superficial femoral artery that was moderately calcified. The proximal marker was off (too far in) and did not align with the balloon (2-3mm off) but the device was successfully used. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported proximal marker was off (too far in) and did not align with the balloon was not confirmed. The distance between the markers on the returned product were noted to be within specification. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined that the device met specification. The distance between the markers on the returned product was within specification. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, the marker was noticed on the first inflation. No additional information was provided.